Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. The protective sheath was removed from the 2.5 x 28 mm mini vision stent delivery system (sds); however, the stent dislodged from the sds during removal of the protective sheath. There was no resistance noted during un-packaging. A new mini vision sds was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.